Event description:
It was reported that during a vats upper lobectomy procedure, the instrument would not fire on the 2nd attempt. They replaced the cartridge with a blue reload, seated properly and it still would not fire. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Wedge bent. Evaluation summary the analysis results found that the device was received in good visual condition and with a reload loaded. The reload was received fully loaded with staples. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the left wedge band was noted to be bent. While no conclusion on how the wedge became bent, is should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed an no anomalies were found during the manufacturing process.